Manufacturer narrative:
Literature citation: brandt rb, wilbrink la, de coo if, haan j, mulleners wm, huygen fjpm, van zwet ew, ferrari md, fronczek r; icon study group. A prospective open label 2-8 year extension of the randomised controlled icon trial on the long-term efficacy and safety of occipital nerve stimulation in medically intractable chronic cluster headache. Ebiomedicine. 2023 nov 25;98:104895. Doi: 10.10 16/j.ebiom.2023.104895 literature summary: the study aimed to prospectively evaluate the long-term effectiveness and safety of occipital nerve stimulation (ons) in the treatment of medically intractable chronic cluster headache (micch). The authors ultimately concluded through their study that ons is a safe, well-tolerated and long-term effective treatment for micch. A2: this value is the average age of the patients reported in the article as specific patients could not be identified. A3: this value reflects the sex of the majority of the patients reported in the article as specific patients could not be identified. B5: it was not possible to ascertain specific device information from the article or to match the reported events with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. D2: device used for off label indication. The indication the devices were used for was the treatment of medically intractable chronic cluster headaches. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
2 patients were reported to have had a ¿broken stimulator.¿ see attached literature article.